Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. During the occlusion test, the unit recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The unit was then programmed with a 2.0 unit fill cannula delivery. The unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer had symptoms such as being thirsty and treated manual injection. Customer's blood glucose value was 275 mg/dl at the time of the call. Customer reported that the high blood glucose levels began from previous infusion set change. Customer mentioned no insulin came out after programming 11 units. Customer thinks the push rod is not extending to push insulin out. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. Customer declined to check for site or insulin issues. Customer declined to check device settings were correct. The customer stated he performed the high-pressure test with the test passing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer called the helpline again to state the problem was reoccurring and insulin pump may not be working. The product is expected to return for analysis.